Manufacturer narrative:
The investigation is in progress. Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause will be assessed upon completion of the investigation. (B)(4).

Event description:
Hospital reported that the three trocars contained in the same pak could not penetrate in pt's eye. The surgery was completed without opening a second pak and with no pt impact.